Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported they went to use a 6fr angio-seal, however, the foot plate was already in the deployed position when it was removed from the foil packaging. It was noticed during prep, before it went into the patient. Another angio-seal device was opened which was fine.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr angio-seal carrier tube assembly along with the aluminium pouch was returned for evaluation. The bypass tube and other components were not returned. The length of the anchor was measured to be 0.04050in and the height at its thickest end was measured to be 0.0430". All measurements were within the specifications. The aluminium pouch was in a partially opened position, a condition which has been identified to lead to detachment of the bypass tube. There is no evidence that this event was related to a device defect or malfunction. The user likely pulled on the carrier tube while the partially closed distal end of the package still held the bypass tube leading to its removal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual device has been returned, therefore the return date has been provided. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on may 8, 2018. The component that was stated to be deployed was the anchor. Additional information was received on may 14, 2018. There was no difficulty opening the pouch. Hemostasis was achieved with the second device. There was no problem for the patient prior or after the use of the angio-seal.